Event description:
The report from the affiliate states the stent failed to inflate. No injury to pt. Please note that multiple attempts to gather additional pt and procedural info has been requested and have been unsuccessful.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.